Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The investigation determined that the reported event was due to a damaged motor blower impeller. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to produce pressure while in ventilation mode. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. During device evaluation, it was found that the main blower impeller within the pneumatic block was physically damaged. The pneumatic block assembly was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to produce pressure while in ventilation mode. There was no patient harm or serious injury reported as a result of this incident.